Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable (due to damage on ultrasound connector, the ultrasound image disappears when operating the angle, and gap between the acoustic lens and the ultrasound probe) events occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: "caution. ¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd (charged coupled device unit) damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to damage on ultrasonic connector, the ultrasound image disappeared when operating the angle and the ultrasonic connector was dirty due to water leakage. Additionally, there was a gap of adhesive on the distal end, stain entered inside the lens through the gap. Also, a gap between the acoustic lens and ultrasound probe. The elevator channel plug was loose, the suction cylinder was deformed, the acoustic lens was scratched, and the distal end had a burr. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was a problem with ultrasound image on the evis exera ii ultrasound gastrovideoscope. The issue was found during receipt inspection. There were no reports of patient or user harm associated with this event.